Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2018. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿340 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient informed the csr that she manages his diabetes with insulin (self-adjuster), and that in response to the alleged inaccurate reading, she increased her insulin dose (amount unknown)¿. The patient reported that 1 day after the alleged issue started, she developed symptoms of ¿dizzy and clammy¿ which she self -treated, on (B)(6) 2018 between 8-830 pm by consuming some ¿orange juice and sugar¿. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, and that the patient¿s test strips had been stored correctly, were within expiry date. The csr noted it was not possible to carry out a control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began, and the alleged meter issue could not be ruled out as a cause or contributor to the event.